Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with 450cc mentor memorygel breast implants experienced bilateral baker grade iii capsular contracture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-04576 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 14, 2022. Replacement with 700cc mentor memorygel breast implants was performed with explant. Displacement of the right implant occurred with the capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on august 16, 2022. The explant date was received with receipt of the device. The device was explanted on (B)(6) 2022. Reason for device explant and/or reoperation: capsular contracture the investigation of the returned device was completed by the failure analysis lab on september 4, 2022. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).